Event description:
Pt called alleging that segments were missing on the one touch basic meter. Pt ended up visiting their md, since they were uncertain of what their blood glucose reading was. Pt thinks their meter gave them a blood glucose of 156 mg/dl. Pt experienced shakiness at the time of testing. Md gave pt oral medication. No info on what their reading was at the md's office. Customer service is sending pt a replacement meter.